Event description:
When using product, the specimen bag split open at the edge while in the pt and trying to capture and remove the specimen. Specimen came out bottom of the bag which split open. Had to retrieve another specimen pouch.